Event description:
It was reported that the catheter was being placed into the pt¿s arm. During insertion, the clinician noticed that the peel-away sheath over dilator became bent at the tip and did not move forward easily. The pt complained of a lot of pressure and pain at that point. As a result, everything was removed and an ¿mst tray¿ was used successfully for the pt. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt outcome was fine.

Manufacturer narrative:
(B)(4). Sample will not be returned.